Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was noted the patient was standing near a tree this morning when it was struck by lightning and exploded. The reporter stated that the electricity spread out like a spider web and they were knocked down. It was noted the patient felt nauseous and their hands were drawn in. It was further noted the patient stated it seemed like their pump may not be working. It was noted the patient heard no alarm from the pump. The pump contained morphine. Additional information received reported the patient was scheduled to be seen next week. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information reported the patient was refilled last week according to the office. There were no issues going and the pump was functioning as it should. The patient had no complaints. Effective therapy has always been present. The patient was just overly concerned.